Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/29/2016 with the following findings: during investigation, a review of the pump¿s black box showed that the data for the event had been overwritten through continued use of the pump. The available total daily dose (tdd) correctly reflected the user¿s programmed basal rates. During testing, the pump was exercised for 24 hours successfully. The pump completed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The complaint of an inaccurate delivery issue was not able to be duplicated; the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).